Manufacturer narrative:
(B)(4). The emboshield nav 6 device is being filed under a separate manufacturer report number. Dilatation catheter: 5.0x20 viatrac. Stent: 5x30 rx acculink. Other: emboshield nav 6 embolic protection system. Failure to advance (physical resistance) the retrieval catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, interaction with the previously implanted stents, and accessory device support. Reportedly, resistance was met during the attempt to cross the implanted stent, which likely contributed to the reported resistance during advancement of the retrieval catheter. Additional dilatation was performed and the device crossed and recovered the filtration element; however, there was a delay in the procedure. In this case, the reported physical resistance, appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records for this lot.

Event description:
It was reported that during the procedure in the left internal carotid artery, the emboshield nav6 filter element was deployed successfully followed by successful deployment of a 5.0 x 30 mm rx acculink stent. Post dilatation was performed using a 5.0 x 20 mm viatrac balloon. An attempt was made to retrieve the filter using the emboshield recovery catheter; however, the catheter caught on the proximal edge of the stent and could not advance any further. The recovery catheter was easily removed and an rx accunet 1 retrieval catheter was advanced in an attempt to retrieve the filter; however, it could not advance beyond the proximal edge of the stent. The retrieval catheter was removed from the anatomy. The physician instructed the patient to turn the head from side to side and swallow, in an effort to ease advancement of the retrieval catheter. The same accunet 1 retrieval catheter was re-advanced to the mid portion of the stent and due to movement during device changes; the filter was inadvertently pulled down into the retrieval catheter in the open position. The filter was successfully captured by the retrieval catheter in the mid portion of the stent and removed from the anatomy. There was no adverse patient effect throughout. After removal of the filter from the anatomy, it was noted that the filter contained debris. The procedure was significantly prolonged by 1 1/2 hours. Though requested, additional information was not provided.